Event description:
It was reported that the patient experienced a groin pain. The trial leads were pulled out. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.